Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were reproduced while running a loaded set. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation found the alarms were caused by a failed downstream sensor with an elevated signal level while reading a fluid filled set. The failed downstream sensor was replaced.